Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clips scissored. A new clip applier was opened to finish the case. There was no consequences to the pt.